Event description:
It was reported that the patient received multiple inappropriate shocks. When instructed to move their arm, the patient received inappropriate therapy due to noise. Oversensing was noted, and there was a lead warning for impedance. The lead was reported to be fractured. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and the distal conductor was fractured. It was noted that the outer tubing overlay had cosmetic environmental stress cracking, the helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism.